Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due recurrent aortic stenosis (as). Per the op report, the patient's most recent echo showed as with a valve area of 0.8 cm2, a peak gradient of 47 mmhg, and a mean gradient of 31 mm of mercury. The ejection fraction was approximately 50% with moderate left ventricular hypertrophy. Cardiac catheterization showed as with a valve area of 1 cm2 and a peak gradient of 10 mm of mercury. Operative findings: there was thickening and sclerosis of the pericardial leaflets with pannus ingrowth to the bases of the leaflets. The explanted device was replaced with another edwards bioprosthetic valve. Patient weaned off cardiopulmonary bypass without problems. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be assessed. Leaflet thickening and pannus ingrowth was reported. Non-calcific bioprosthetic tissue degeneration (leaflet thickening) is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Although the root cause of this event could not be confirmed, it appears that the patient's stenosis was likely caused by the findings documented. No further actions are possible with the available information.